Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial (ra) lead had decreased pacing lead impedance and was oversensing noise leading to inappropriate mode switch. The device was also oversensing far-field r-waves in the atrial channel. The patient had also experienced muscle stimulation due to the ra lead. There were no patient consequences and the patient was stable and will continue to be monitored. Related manufacturer report number: 2017865-2017-06160.